Event description:
It was reported by the neurologist that when the vns patients device was interrogated on (B)(6) 2014, review of the magnet history on the handheld revealed that the last magnet activation had occurred in (B)(6) 2012, and the total magnet activation count was 407 it was reported that the patient had used his magnet several times during the past year and therefore it was unexpected to see the last activation logged was from october 2012. A magnet mode diagnostic test was performed during the office visit and revealed normal device function at that time. Attempts to obtain additional information, including all the programming history available for this device have been made but no further information has been received to date.

Event description:
Additional programming history was received that shows that magnet activations at the (B)(6) 2014 appointment was 407 with the last magnet activation on (B)(6) 2012. The magnet activation number at (B)(6) 2014 was 412 and (B)(6) 2014 was 413. This shows that the magnets are registering and progressing.

Event description:
Additional information was received stating that the vns patient was not able to feel magnet mode stimulation and that magnet history on the handheld device was not showing the recent magnet activation. Further follow-up revealed that the patient¿s device and the handheld had no issues with detecting magnet mode activations. A magnet mode diagnostic test was performed during an office visit on (B)(6) 2014 and revealed normal device function at the time. Additionally, the handheld device registered the magnet mode activation that was performed during the office visit. It was reported that the physician¿s office has four handheld devices, all of which may have been used to interrogate the patient¿s device.